Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments on system. The m-11, m-18, and c-06 errors were in the logs. The root cause is attributed to a defective component.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that the integrated electrosurgical unit (iesu) faulted while trying to use monopolar energy. The system logs confirmed that iesu errors c-06, m-18, and m-11 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) inquired if any environmental sources of electromagnetic interference were in close proximity to the iesu; the customer confirmed there was none. The tse recommended disconnecting the iesu footswitch pedals, but the customer declined as the procedure was ongoing. There were no reports of patient injury. Procedure was completed. Isi performed follow-up and obtained patient related information.